Event description:
It was reported the valve was implanted in 1996. The pt experienced shortness of breath in (B)(6) 2010 and was referred to a cardiologist. The cardiologist indicated the pt was showing symptoms of an elevated gradient. The valved graft was explanted and replaced with a larger 25 mm sjm valved graft. The pt was reported to be doing well postoperatively.